Manufacturer narrative:
(B)(4). The complaint bc5550 nasal prongs are currently en route to fisher and paykel healthcare (f&p) for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the bc5550 nasal prongs easily detached during use. It was also reported that the nurse heard the patient coughing and found the bc5550 nasal prongs in the patient's mouth. The healthcare facility confirmed that the patient is in a good condition.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the bc5550 infant interface nasal prongs detached from the patient when it was warm during patient use. It was also reported that the nurse heard the patient coughing and found the bc5550 nasal prongs in the patient's mouth. There were no further patient consequences and the healthcare facility confirmed that the patient was in good condition.

Manufacturer narrative:
Method: the complaint bc5550 infant interface nasal prongs was received at f&p in new zealand for investigation, where it was visually inspected, and performance tested. Our investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the bc5550 infant interface nasal prongs revealed no damage on the nasal prongs. The subject device was also measured to be within specifications. Conclusion: our investigation was unable to determine the exact cause of the reported failure against the bc5550 infant interface nasal prongs as there was no fault found with the returned device. The infant interface nasal prongs are made of soft silicone material which are soft, pliable, and gentle on nares. The nasal prongs are anatomically curved for comfortable fit. The delicate tissue around the nasal septum can break down if subjected to continuous pressure, friction, or moisture. The user instructions (ui) which accompany the flexitrunk infant interface illustrate the correct interface set-up on the infant, and state the following checks during use: - "if using prongs: clear any nasal secretions before inserting the nasal prongs." - "check for condensate regularly and drain as required." - "check the patient frequently for signs of redness, pressure sores or irritation which may result from extended prong or mask use. Hourly checks are recommended."

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to nasal prong. Section d4: model and catalog # updated to bc5550-10. Section d4: serial number intentionally left blank as the information is not applicable section d4: lot number and UDI details were not provided by the healthcare facility. Section g1: contact person updated to mr. (B)(4). Section g4: no 510(k) number was included in section g4 of the report because the device is a class 1 device and exempt from PMA pathway to regulatory approval. Method: the complaint bc5550 infant interface nasal prongs was received at f&p in new zealand for investigation, where it was visually inspected, and performance tested. Our investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the bc5550 infant interface nasal prongs revealed no damage on the nasal prongs. The subject device was also measured to be within specifications. Conclusion: our investigation was unable to determine the exact cause of the reported failure against the bc5550 infant interface nasal prongs as there was no fault found with the returned device. The infant interface nasal prongs are made of soft silicone material which are soft, pliable, and gentle on nares. The nasal prongs are anatomically curved for comfortable fit. The delicate tissue around the nasal septum can break down if subjected to continuous pressure, friction, or moisture. The user instructions (ui) which accompany the flexitrunk infant interface illustrate the correct interface set-up on the infant, and state the following checks during use: "if using prongs: clear any nasal secretions before inserting the nasal prongs." "Check for condensate regularly and drain as required." "Check the patient frequently for signs of redness, pressure sores or irritation which may result from extended prong or mask use. Hourly checks are recommended."

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the bc5550 infant interface nasal prongs detached from the patient when it was warm during patient use. It was also reported that the nurse heard the patient coughing and found the bc5550 nasal prongs in the patient's mouth. There were no further patient consequences and the healthcare facility confirmed that the patient was in good condition.